Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator generated background error and displayed message ¿replace ventilator, run est¿. The device was available for evaluation. The service personnel (sp) inspected the unit and based on the logs and codes replaced the direct current (dc)-dc converter printed circuit board assembly (pcba). The ventilator passed all the required calibrations and tests as per manufacturer specifications at the time of service. One dc-dc converter pcba was returned for further analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The pcba was attached to the failure investigation test ventilator for analysis. During normal ventilation, after a short period, the ventilator alarmed with background diagnostic codes. The fault was isolated to the c83 capacitor. If a failure of the c83 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty c83 capacitor on the dc-dc converter pcba.there is an existing previous internal inv estigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated background error and displayed message ¿replace ventilator, run est¿. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.